Event description:
It was reported the bronchovideoscope was noted to have a loose distal end during an onsite inspection. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion was noted on the distal end. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be established but appears to be linked to stress and/or degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.